Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 90 units of insulin during the load sequence. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 163 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.